Event description:
Consumer called to report having trouble waking his wife. Tested her blood (reading was 152). Later had to call the paramedics when he could not awaken her. Emt started an IV.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.